Event description:
It was reported that at device change out, when the new ICD was connected to the chronic lead, the device could not convert the patients rhythm. After a second attempt, the device gave low hv impedance alerts. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 16.9-17.0cm from the connector pin, consistent with lead friction to the ICD can. The rv etfe conductor was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.